Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a specific root cause could not be determined as the customer will not be returning the device for evaluation. An onsite olympus sales representative confirmed the device is functioning as expected. No image may have occurred as a result of a possible scope failure. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was following up with the user facility regarding patient identifier (B)(6), when the customer reported having similar issues with other procedure rooms (patient identifiers (B)(6)). The customer reported images intermittently with the evis exera iii video system center when connected to the model 180 scope series prior to an unknown procedure. The procedure was completed without delay with the same evis exera iii video system center but with a 190 model scope instead of the 180 model scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The user¿s olympus sales representative performed an onsite visit but was unable to confirm the no image when the subject device was connected to a gif-q180. As the subject device is currently working, the user was not sure if the device would be sent in for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed for device return and to obtain the serial number of the subject device. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility